Manufacturer narrative:
The mtx reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
The customer alleged that the cobas c 503 analytical unit continued to function despite incorrect reagent loading in the cdc cassette, where reagents were mistakenly swapped. There was an allegation of questionable ark methotrexate assay (mtx) results for 1 patient. The same patient was being monitored. The initial result at 24 hours on 09-jun-2026, using a manual dilution, was 42.9. The result at 48 hours on 10-jun-2026 was 0.8. The result at 72 hours on 11-jun-2026 was 0.8. The unit of measurement was not provided. It was later confirmed that the customer had the 24 hour sample tested by an outside laboratory and the result was 43.0, which was consistent with the customer's 24-hour result.